Event description:
Customer called in and stated that his meter was reading 6.1mmol/l. He was performing a control test because he thought the meter was reading 61mg/dl. Customer service helped him change the units back to mg/dl and helped him access the memory to see his reading was 115mg/dl. Customer service offered to troubleshoot the meter and checked that it was operating correctly. Customer service also explained mmol/l compared to mg/dl. Customer was satisfied.